Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 350' mg/dl with high ketones and in diabetic ketoacidosis. The suspected cause was due to an infection and using the cartridge over 48 hours with humalog insulin. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6)25 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.